Event description:
Had hernia surgery - left groin hernia repair in 2008. Open surgery where a six inch incision between the anterior superior iliac spine and pubic tubercle on the left. A marlex plug was sewn in place with prolene suture. The floor of the inguinal canal was repaired with a patch of marlex and sewn in place with interrupted #2-0 prolene sutures in lichtenstein fashion.